Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the act button has to be pressed multiple times to get a response. Blood glucose value is unknown. The customer stated that the numbers did not ramp and the scroll bar did not move with no input. The device was not dropped or exposed to moisture. The customer was advised to remove the battery for 5 minutes. The customer stated he would change the battery later and call back if issue continued. The customer called again on (B)(6) 2013 to complain about his blood glucose level being higher than usual. Blood glucose value was 308 mg/dl. The customer treated with syringe but it would not come down. It was found that the customer kept the insulin in a jacket. It was advised to store it in a cold environment and let it go to room temperature before using it. The device will not be returned for analysis.